Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection was performed and the following was observed: one shoulder screw was missing and the bottom cover was cracked. From the condition of the returned unit, the cause of the damages appear to be normal wear and tear. During functional testing, the platform ran with a large resuscitation test fixture (equivalent to a 250 lb. Patient) for more than 36 minutes, with no faults or errors occurring. The device performed as intended during functional evaluation. Load cell characterization was also performed and both load cell modules were confirmed to be functioning within specification. Based on the functional evaluation, there were no issues identified with the platform that indicate the device caused or contributed to the reported patient injury. The platform's archive data was reviewed. On the reported event date, the autopulse was powered on at 12:14 with li-ion battery (s/n (B)(4)) installed. The "start" button was pressed without a patient present, resulting in a user advisory (ua) 18 (max take-up revolutions exceeded), which was then cleared by the user. The device was later powered on at 12:45 with a patient present and the autopulse performed a total of 2,489 compressions over 36 minutes and 44 seconds. At that point, a "low battery" message was an expected message due to li-ion battery (s/n (B)(4)) having a low remaining charge. The device was subsequently powered off and li-ion battery (s/n (B)(4)) was replaced with li-ion battery (s/n (B)(4)). The device was powered on again at 13:22 and continued performing a total of 3,397 compressions over 44 minutes and 58 seconds. At that point, a "low battery" message occurred as intended due to the battery having a low remaining charge. The autopulse platform was power cycled by the user, but the battery charge was too low to run the device, resulting in an expected user advisory 4 (battery charge state too low). After 15 seconds, the device was powered off and li-ion battery (s/n (B)(4)) was replaced with li-ion battery (s/n (B)(4)). The device was powered on at 14:07 and continued to provide an additional 564 compressions over 8 minutes and 27 seconds when the "stop" button was then pressed by the user. The device was then powered off by the user at 14:16. The device was powered on at 17:57 and the "start" button was pressed without a patient present, resulting in another user advisory 18. Since no patient was present on the autopulse platform, no additional compressions were performed. The autopulse platform and li-ion batteries used during the event functioned as intended. The observed "low battery" messages and ua 4 codes observed in the archive on the reported event date, occurred as intended as a result of the batteries being used below the minimum acceptable remaining charge. Overall, the review of the archive data showed that the load, pressure and displacement provided by the autopulse platform during patient use, were all well below levels that could cause or contribute to injury to a patient. It should be noted that a resistive encoder shaft was observed while service was being performed. The cause of the resistive encoder shaft was determined to be the clutch plate. Although the clutch plate did not contribute to any use issues with the autopulse platform, the clutch plate was replaced as part of the service process. In addition, other parts identified for replacement due to normal wear and tear were the shoulder screws and bottom cover. In summary, the autopulse was functionally tested and the device performed as intended during functional evaluation. Load cell characterization was also performed and both load cell modules were confirmed to be functioning within specification. There were no issues identified with the platform during functional evaluation that indicate the device caused or contributed to the reported patient injury. Additionally, the data archive was reviewed which showed that the load, pressure and displacement provided by the autopulse platform during patient use, were all below levels that could cause or contribute to injury to a patient. The archive data does not indicate that there is a causal relationship between the reported injuries and the autopulse platform.

Event description:
The initial call came in at 9:00:57 on (B)(6) 2014 for a (B)(6) year old, female patient weighing (B)(6), who had reportedly drowned. Patient had a history of hypertension and high cholesterol. She was a social smoker and lightly consumed alcohol. The incident occurred at the patient's residence. Patient's family member stated that they last heard the patient around 0700 making tea in the kitchen. Patient did not have any complaints of pain or discomfort. The cardiac arrest was unwitnessed. The patient reportedly fell into the pool. Patient's family member found the patient in the pool, apneic and unresponsive but was unsure when the patient went into the pool. Patient was wearing normal day clothing and not swimming attire. Patient was extricated from the pool by the family member, who then initiated manual CPR (exact length of time was not provided). It is unknown how the patient was extricated from the pool. The (B)(6) unit were the first responders on scene. They took over manual CPR upon arrival (exact length of time was not provided). They also attempted oral intubation without success. The fire department arrived on scene at 09:05:58 to find the patient laying supine near the pool. Patient was moved from the far end of the pool to the other side of the pool for more working room. No trauma was noted to the patient. Patient did have fluids in the airway, which was cleared using suction. Basic life support (bls) oropharyngeal airway (opa) was also placed. An IV was attempted without success. At 09:11:00, the autopulse platform was deployed without any issues. Io was then established, in which, fluid bolus and medications were administered. Patient was given dextrose 50% due to low blood glucose level. Patient was placed on the gurney via a backboard and then transported to the ambulance. Further suctioning was required to remove copious amounts of blood and vomit. At 09:21:00, the patient was transported to the hospital. Oral intubation was completed in the back of the ambulance with success. Patient had good rise and fall of the chest with good lung sounds in all fields and no gastric distention or noises. Patient also had good end tidal co2 with et tube. Et tube was secured and checked after any movement of the patient. Pulse monitor checks were completed every 2 minutes with no change in cardiac rhythm. Patient was asystole since first patient contact and remained this way throughout transport. At 09:25:00, patient was transported to the hospital without return of spontaneous circulation (rosc). Patient care was transferred to the ER staff. Patient was pronounced dead by the ER physician on the same day. Return of spontaneous circulation (rosc) was never achieved. A preliminary autopsy report indicated that the patient sustained 20 broken ribs. No other injuries were noted. The coroner indicated that the broken ribs were post-mortem. The cause of death was due to hypertensive cardiovascular disease and terminal submergence in water. Per the fire chief, it is unknown if the reported injuries are attributed to the autopulse.

Manufacturer narrative:
The autopulse platform used during the reported event was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.